Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 01/28/2021. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Investigation summary: it was reported that when the orthopedic surgeon dr. (B)(6) used the vcp345h*1ea to suture skin, about when tie the suture, this suture was broken. An empty opened foil, a paper lid, a winding former, a needle/suture piece of product code vcp345, lot # ph2337 were received for evaluation. During the visual inspection of the opened sample, the swage and attachment area of the needle was noted to be as expected. The strand was broken in multiples pieces during the handling due to the suture has begun with the process of degradation. The product code vcp345 contains absorbable suture and as the sample was received open, the time of exposure of suture to the environment could not be determined and no functional test can be performed due to sample condition. The foil was inspected and several wrinkles and a hole in the cavity were noted. This condition contributed to the degradation of the suture. Complaint information will be included in complaint trending that is reviewed on a regular basis to determine if further action is necessary this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what tissue was being approximated or sutured when it broke?. The skin of sub q layer. Procedure date? Didn¿t know.

Event description:
It was reported that a patient underwent a tendon repair procedure in 2020 and suture was used. During the procedure, the suture broke. There were no adverse patient consequences reported. Additional information was requested.